Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer's blood glucose readings on the contour next one meter were 203 mg/dl and 280 mg/dl. The customer was unconscious. The advocate helped the customer and the customer ate table sugar, brownie, peanut butter and jelly sandwich, and drank coke to increase the sugar levels, after which he felt fine. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9apeg05a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.